Event description:
Unomedical reference number (B)(4). Event occurred in the united states, on 17-may-2024 it was reported that, the patient experienced an occlusion issue with their infusion set. The patient had experienced multiple occlusion events. Occlusion troubleshooting indicated an issue with the infusion set site. The patient noticed symptoms 3 or more hours after insertion, and the site was inserted in the abdomen. The patient regularly rotated site locations, and the site area was not impacted. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. No further information available.